Event description:
I recently began using an insulin pump to deliver insulin for treatment of type 1 diabetes. My doctors office recommended using unomedical brand infusion sets which I have been trying to use. However, when my doctors office educator instructed me on the use of this product, I was surprised at the complex process required to implant the device. I was further amazed when told the product came without printed instructions. I have been using the product for several weeks now and continue to have difficulty with implanting it correctly. Often the device is obviously not implanted correctly due to it's complexity or, when it is not implanted correctly my blood sugar levels rise to unhealthy levels. Today I called the company trying to get printed instructions and to suggest printed instructions be placed in every box of products but received little help except to be offered a website to get instructions. I hope you can take steps to ensure that printed instructions are included in every box of infusion sets.